Event description:
The pt reportedly was hit in the head in the past. The pt reportedly experienced overly loud sensations with and without device use. The company was informed that the pt's device was explanted. The pt was reimplanted with another cochlear implant